Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the operation channel blocked. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the remote control button(2) perforated, the light guide cable buckled, the operation channel resistance, and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.